Manufacturer narrative:
(B)(4). The customer report of a catheter kinked in use was confirmed by visual inspection of the customer supplied photo. The customer images show an x-ray of a catheter in use with a kink in the body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported "everything during procedure went ok but on the control x ray there is a small kink showing." There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was "reported" "everything during procedure went ok but on the control x ray there is a small kink showing." There was no delay to therapy. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).